Event description:
Per the clinic, open circuits were noted on multiple electrodes. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.